Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Depuy still considers this investigation closed.

Event description:
Litigation papers allege: on (B)(6) 2006, patient was implanted with a depuy asr hip implant in his right hip. He experienced severe and possibly permanent injuries, pain, suffering, and emotional distress. Patient will have to undergo revision surgery. **update** (B)(4) 2011 - plaintiff's preliminary disclosure form was received, which identified part/lot information. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation.

Manufacturer narrative:
Depuy still considers the investigation closed.

Event description:
Update 22 apr 2015: rec'd der with following details - patient weight and height, patient activity level, patient age, dor, reason for revision: cup loosening, sales rep, surgeon.

Event description:
Litigation papers allege: on (B)(6), 2006, patient was implanted with a depuy asr hip implant in his right hip. He experienced severe and possibly permanent injuries, pain, suffering, and emotional distress. Patient will have to undergo revision surgery.